Manufacturer narrative:
Analysis of the pump revealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall was due to gear wheel number three. Analysis noted partially / completely corroded teeth and corrosion on the surface of gear wheel number three. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent once analysis is complete. H6: the evaluation codes have been updated for this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative. The pump was replaced on (B)(6) 2019 and the explanted device was returned to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via a device manufacturer representative indicated that pump off code was provided. No further complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative. The rep stated replacement surgery had not yet been scheduled, as of 2019-nov-11. The rep stated when surgery is performed they planned to return the pump for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on 2019-nov-05 regarding a patient receiving dilaudid (25mg/ml at an unknown dose via flex dosing) via an implanted infusion pump. The indication for use was unknown. The pump implant date was unknown. It was reported that the pump motor stalled. The patient subsequently suffered withdrawal symptoms, but not all of the details were shared with the representative. The pump was interrogated a few days later, and no recovery was noted. Pump logs indicated the stall occurred on (B)(6) 2019 at 6:02 pm and recovered at (B)(6) 2019 at 10:51 pm. Another stall occurred on (B)(6) 2019 at 9:01 pm and the stopped pump duration exceeded 48 hours message occurred on (B)(6) 2019 at 9:01 pm and no additional recoveries or stalls were present. The issue was considered unresolved at the time of report. It was noted that surgical intervention was planned but had not yet been scheduled. The patient's status was alive - no injury and no further complications were reported or anticipated.